Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) presented with recurring erectile dysfunction. The patient underwent surgical intervention to explant the ipp, and the physician identified that the cylinders were broken resulting in fluid loss. There were no patient complications reported.